Manufacturer narrative:
The reported bone tunnel plug intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the plug broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force during use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy+lca surgery the device broke off inside the tibia tunnel, as per reporter the broken pieces were retrieved immediately with a shave. No patient injuries or delay reported. Surgery was finished using the same device.